Event description:
The patient has gamma 3 nail operation on (B) (6) 2009. The patient visited hospital due to pain and found nail fracture around the lag screw hole. On the x-rays, there was no callus formation and looked nonunion. Also the fracture gap was found at medial side of the lesser trochanter. The patient had revision surgery with gamma3 long nail on (B) (6) 2010.